Event description:
During follow up, the device was interrogated and showed episodes of inappropriate therapy. Technical support was contacted and the device was reprogrammed. After the device was reprogrammed more episodes of inappropriate therapy were noted. No further intervention was performed. The patient will have an electrophysiology study or atrial ablation in the future. Additional information was requested but is not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, the device was interrogated and showed episodes of inappropriate therapy. Sjm was contacted and the device will be reprogrammed. The patient is in stable condition.